Event description:
It was reported that a user newly started on the ilet experienced device beeping with no active notifications displayed, which upon review of alert history corresponded to a previously dismissed urgent low alert; the user also reported postprandial lows while the system was adapting and possible residual long-acting insulin, and glucose remained largely in range. Symptoms included hypoglycemia with a lowest glucose of 65 mg/dl for about 30 minutes without loss of consciousness or need for assistance. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included review of device alert history and user education on alerts, meal announcements, and expected adaptation of meal dosing. Investigation of this case revealed normal alert function with an urgent low alert generated and then dismissed, appropriate return to range after carbohydrate intake, and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.